Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d4, d6(a), h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side "encapsulated" (captured as capsular contracture, baker grade unknown). The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported "old, encapsulated, wonky, gross, and mangled especially on the left side." This record is for the left side. The device remains implanted.